Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was not returned to resmed, however, the device logs were provided for an investigation. Review of the device data logs confirmed three occurrences of safety reset alarms and indicated an intermittent connection of the expiratory flow sensor. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent connection of the expiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms. There was no harm or serious injury reported as a result of the incident.